Event description:
A pump with failure code 570:320. This failure code occurred during patient use. There was not patient injury or medical intervention necessary according to the hospital representative.